Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On the night of (B)(6) 2025, the patient had "insulin low" that required an ambulance to the emergency room. The patient had a seizure. The doctor at the hospital stated that the cgm was off from the manual blood sugar test. During the event, the patient was with friends. The cgm was showing a rapid drop but the patient stated he had been high before so he wasn't concerned but the device did not provide an alert or perhaps he did not hear it until an ambulance was called. He was reportedly really low but was able to talk. Prior to ambulance arriving the patient was given intranasal glucagon. Ambulance arrived before 9:00pm and the patient was transported to the emergency room. At the ER, the cgm was 130 mg/dl while the bg was 59 mg/dl. The patient was treated with d50 and after 5 hours, the patient recovered. After the patient recovered, they wanted to keep the patient for observation. At that time, the insulin pump was removed. The patient was released the following day at 3:00am. Prior to discharge, the patient's bg was 233 mg/dl and the cgm was 280 mg/dl. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had a seizure. Upon arrival at the emergency room, the patient's blood glucose was checked and it was reported to fall within the c zone of the parkes error grid and a zone at the time of discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.